Event description:
It was reported that a device was used during a low anterior resection. The device did not staple when fired. A hartman's pouch was placed, changing the originial intent of the surgery.